Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level as it was unknown or declined to be answered whether it exceeded 500 mg/dl (27.7 mmol/l). The customer had no backup therapy available and planned to contact their healthcare provider. Technical support advised and arranged for a replacement pump with updated software to be sent to the customer.